Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; it was noted the helix would not extend due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin was rotated; full lead analyzed.

Event description:
It was reported that the lead data showed a small r wave value of 3.4 and high impedance around 2300 ohms. The lead was repositioned, but still measuring very high impedance. It was also reported that the physician said it felt like the helix wasn't deploying fully. No patient complications were reported as a result of this event.